Event description:
We have been following up with the consumer for a year and additional information from the consumer was provided on (B)(6) 2018. The consumer followed up multiple times over the course of the year with a wound care specialist. There remains to be tissue damage and redness around the sore. The consumer states the sore is now closed, however she continues to wear a special bandage. The consumer has no further follow ups planned with her primary care physician or wound care specialist. Consumer reported she was (doing well, no further follow ups are tasked.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
The consumer stated that the elastic part of the leg on the depend caused an irritation that resulted in an open lesion close to the labia. This has been going on since the end of (B)(6). She meets with a wound care specialist weekly for debridement of the wound. The consumer still continues to use the depend product even though she states it is still causing irritation. The consumer cuts the elastic piece off the silhouette and now uses the product with paper tape over the elastic to pad the area. The consumer was prescribed lidocaine lmx4 cream. We will continue to follow-up with the consumer. No further information is available at this time.